Event description:
Boston scientific received information that this right atrial lead exhibited no sensing in the bipolar configuration and low intrinsic amplitude. A day prior, the patient presented with complaints of palpitations. The patient was found to be in atrial tachycardia and was cardioverted. Upon review of electrogram, boston scientific technical services believed there was no atrial capture and that the ra lead was farfield sensing. It was then advised to perform an x-ray. Additional information indicated that the sensing seemed to improve after the configuration was switched to unipolar. This ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore, the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.